Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized for a colonoscopy and his blood glucose was 666 mg/dl. At the hospital they treated him with 10 units of insulin. The customer's doctor also found that the customer's aorta was enlarged. Additionally, the customer's pump had been having no delivery alarm issues. The no delivery alarm persisted even after changing the reservoir and infusion set. The pump also had frequent failed battery test alarms and low battery life. The customer confirmed that he was using rechargable batteries and he was advised that those type of batteries are not compatible with the pump. Troubleshooting was initiated for the failed battery test. The battery cap contacts, battery compartment, and spring were all inspected and nothing was missing, damaged, or corroded. The insulin pump will be returned for analysis and a replacement device was shipped for the customer. He also requested a failure analysis letter once analysis is complete.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.